Event description:
It was reported that during implantation of an intraocular lens (iol) in the right eye the lens split in the centre and an unknown lens was used to complete the procedure. Incision was enlarged and sutures were used to complete the procedure. Reportedly the patient has suffered irreversible corneal endothelial damage resulting in corneal edema and additional complications including vision loss. Subsequently penetrating keratoplasty and pupilloplasty procedures were performed. Additional information was requested, but not received.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.